Manufacturer narrative:
Although the reported events were confirmed through the evaluation of the submitted system controller log files, a specific cause for the reported events could not be determined conclusively through the evaluation of returned left ventricular assist system (lvas). The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of lvas, visual examination of the pump¿s blood-contacting surfaces showed no evidence of developed depositions or thrombus formations that were present while the pump was supporting the patient. The returned portion of the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was submerged in a saline bath for high potential testing (hipot) to check for current leakage through each wire's insulation, and the test did not reveal any insulation breaches that would have contributed to an electrical short. After cleaning the device, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the vad coordinator confirming that the patient's lvad system produced multiple low flow, low speed, pump stoppage and driveline disconnect alarms while the patient was connected to the power module. The pump was exchanged electively on (B)(6) 2017.

Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2016-00023. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 4 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the lvad system produced several pump stoppage events while the patient was at home. The patient was asymptomatic. The patient''s lvad had a prior percutaneous lead (driveline) replacement. The patient had changed out the system controller on (B)(6) 2017 while at home. Information provided on (B)(6) 2017 indicated that the patient has been using either an ungrounded power module patient cable or batteries, and has not had any additional alarms. No additional information was provided.